Event description:
A customer contacted baxter's technical service center to report having a system error 2240/2367 alarm with the homechoice (hc) machine during dwell 4 of 4. The technical service representative (tsr) asked if any bags became undone and the home patient (hp) stated there were no bag disconnections. The tsr explained the alarm and assisted the hp to clear the alarm by cycling power. The hp would finish with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding the system error 2240. The hp did not remember any information regarding this alarm. The sample was not available and a lot number was not provided, therefore, no evaluation or batch review could be performed. There have been no other issues with therapy and there was no patient injury or medical intervention reported. This report for a system error 2240 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.